Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the inner coil separated during shaping of the safe-t-j rosen catheter exchange wire guide. It was further noted that the tip weld was broken. The wire was not used in the patient, and the product problem did not result in any reported patient impact.